Event description:
Reporter indicated a pt had developed an vns generator site infection approx two weeks after initial implant surgery. The patient's vns generator and lead have been explanted. Reimplantation of the vns system is unlikely due to scarring that had already developed since the initial implant surgery. The pt is doing well and is currently on antibiotics. The explanted generator and lead have been requested but have not yet been received.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterility for both the generator and lead prior to distribution.